Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (sj-ifu0101-00), rev. B, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. 4.3 warnings: procedure ¿ as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: embolism. Section 8.33 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) ¿ balloon catheter in bladder with bladder neck traction ¿ balloon catheter in prostatic fossa: ¿ inflate balloon with 5cc in the bladder ¿ under trus guidance retract balloon into prostatic fossa ¿ inflate balloon to 30-50% of initial prostate volume ¿ apply mild traction on the catheter to hold the balloon catheter in place ¿ balloon catheter in bladder, no traction note: considerations for cautery: - start at bladder neck. - perform focal cautery at sources of bleeding. Sources of bleeding may be covered up by residual tissue ablated by the waterjet (¿fluffy tissue¿). In order to check for all sources of bleeding, first use the loop to remove fluffy tissue. - turn off irrigation and inspect for sources of bleeding under normal blood pressure. C. Start cbi per hospital protocol. Do not allow irrigation fluid bags to become empty. Monitor effluent color. The treating surgeon does not attribute the event to the aquablation procedure. It appears the patient suffered a pulmonary embolism. CT scan was performed in ICU and it revealed multiple clots in the patients lungs. Patient has hypertension (pre-existing medical condition) it was reported that the patient has recovered and has been discharged to home. No malfunction of the aquabeam robotic system was reported. The aquabeam robotic system's instructions for use (IFU) list embolism as potential risk of aquablation therapy. Based on the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics inc. (Procept) became aware that after the waterjet ablation was completed, the patient's heart rate dropped to zero and went into cardiac arrest. The procedure was immediately stopped so the hospital staff could begin compressions. Eventually, the patient was stabilized and taken to the ICU. No hemostasis was performed due to the patient's medical condition, although the waterjet ablation was completed. The aquablation portion of the procedure went smoothly until the patient's heart rate dropped. No malfunction of the aquabeam robotic system was reported. The treating surgeon does not attribute the event to the aquablation procedure. It appears the patient suffered a pulmonary embolism. A CT scan was performed in the ICU, and it revealed multiple clots in the patient's lungs. The patient has hypertension (pre-existing medical condition). It was reported that the patient has recovered and has been discharged home.